Event description:
It was reported that the procedure was to treat a heavily tortuous and 80% stenosed mid right coronary artery. Pre-dilatation was performed with two non-abbott balloon catheters. A 3.5 x 23 mm xience v was being advanced to the lesion; however it could not cross and the proximal shaft separated. Another 3.5 x 23 mm xience v was advanced and it also could not cross and the proximal shaft kinked. The guiding catheter was changed to a 7f guide and double wire technique to straighten the vessel and for better support. A third 3.5 x 23 mm xience v was used and it again could not cross and the proximal shaft kinked. A non-abbott stent and balloon catheter were used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: whisper es; guide cath: 7f. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information: during the attempt to cross the 3.5 x 23 mm xience v, force was applied prior to the shaft separating.

Manufacturer narrative:
(B)(4) -excessive force. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.